Event description:
The report states "off/tubing-connector" noted "during pt use." The photograph indicates that the female luer separated from the tubing. The national complaint coordinator (ncc) stated that customer reported no injury or medical intervention. Next, further follow up with ncc revealed that there was no blood loss. Per ncc, it is unknown what kind of solution was being administered and how the reported condition was detected.